Event description:
It was reported that the patient presented post-implant procedure for follow-up. Upon device interrogation, the aveir system displayed incorrect telemetry diagnostic data. As it was suspected to be a result of a temporary conductive telemetry issue, no intervention was performed. The system was then re-interrogated days later, and telemetry diagnostic data was found to be normal. There were no patient consequences.